Event description:
Device 1 of 2. Reference MFR. Report#:3006705815-2018-03353.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2018-03353. It was reported that the patient underwent surgical intervention on (B)(6) 2018 wherein the patient's entire system was explanted and replaced due to one of the patient's 3186 lead's having high impedance values. The second 3186 lead was cut to allow for the replacement of the other lead. It is unknown which lead had high impedance, therefore both leads are being reported. Stimulation was restored following the procedure.